Event description:
A user facility reported to olympus the evis lucera gastrointestinal videoscope forceps channel had a pinhole. The defect was found during reprocessing. There was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, the endoscopic image was blurred. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are the probable causes for the image issue: the entire image was blurred due to damage to the charge coupled device (ccd) unit - the entire image was blurred due to sliding error of movable range that occurred in the zoom scope - blurring the entire image occurred within the allowable range - the entire image was blurred due to damage or deformation of the connector in addition, the following non-reportable malfunctions were found during the device evaluation: image flickering, suction seat worn and leaking, insertion tube wrinkled, tapered sleeve broken, pliers mouth worn, scope cover nameplate missing, button worn, light guide hose wrinkled, ccd glass scratched. Olympus will continue to monitor field performance for this device.